Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported deflation was for contralateral side and "capsular contracture", baker grade unknown. Partial capsulectomy was performed. This record is for the left side. The device has been explanted and replaced. The device will be returned. The event of deflation did not occur and will be unreported.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.